Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service technician identified that liquid had entered the air hose through the base. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the liquid had entered the air hose through the base was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.